Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported that the navigation ring was not functioning while the ventilator was in the biomed shop. There was no patient involvement. Technical support provided remote assistance to the customer and advised them to replace the front bezel.

Manufacturer narrative:
G4: 07jul2020. B4: 09jul2020. A replaced front bezel was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. The customer originally reported that the ventilator was being used on a patient at the time of the reported event but also noted that the problem was discovered while the unit was at the biomed shop, which conflicts with the report of patient involvement. The customer did not respond to multiple attempts to clarify if there was indeed patient involvement or not. There was no report of patient harm or medical intervention associated to this event. During service of the touchscreen failure reported on MFR report #2031642-2020-01361, the field service engineer (fse) evaluated the ventilator and could not duplicate the navigation ring malfunction. The fse reported that after replacing the touchscreen, the unit successfully passed testing, including the navigation ring and the enter button. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.